Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery (cia) and a chronic total occlusion in the left common iliac artery with heavy calcification. The 7mm armada 18 balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured during the initial inflation at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. A 7x40mm armada 35 balloon dilatation catheter (bdc) was used to continue the procedure. The balloon was inflated to 10 (atm) for 10 seconds without issue. When retracting the balloon back into the introducer sheath, resistance was noted and modest force was applied. The radiopaque marker moved towards the introducer slowly, which led to the operator believing that the balloon was retracting. However, the balloon became elongated and stretched and then broke into two pieces. The armada device was pulled out of the patient with approximately 4/5ths of the balloon still attached to the device. The distal 1/5th along with both radiopaque markers were left inside the patient, still on the non-abbott guide wire (gw). Several attempts were made to remove the remaining balloon parts from the patient including use of lassos and forceps and the proximal radiopaque marker was able to be retrieved; however, the distal marker and the remaining parts of the balloon were attached at the vessel re-entry point could not be removed. The remains of the balloon and the distal radiopaque marker remained in the patient. There was no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.